Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high capture threshold at different implant locations. Additionally, the helix of the ra lead had difficulty in extending after multiple implant attempts. The ra lead was not used and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported events were unacceptable threshold and helix mechanism issue. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of unacceptable threshold was not confirmed. Final analysis found no indication of conductor fractures or internal shorts.